Manufacturer narrative:
Product analysis: it was noted on analysis that the analyzer failed functional testing and was found to be out of electrical specification. It was returned to the manufacturer for repair and was replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer received into service and repair as an associated device tested out of specification electrical, on analysis. There was no patient involvement.